Manufacturer narrative:
It is reported by the surgeon that he does not believe the mesh is contributory to the patient's poor wound healing or infection due to the patient¿s history of complicated delayed wound healing. At this time there is no connection that can be made between the patient condition and any problem with the bard mesh used to treat the patient. It appears that the patient's post operative experience is most likely related to patient condition. Should additional information be provided, a supplemental MDR will be submitted. Regarding infection the warning section of the instructions for use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." Additionally, hematoma is identified as possible complication in the adverse reactions section. A lot number was not provided; therefore a review of the manufacturing records is not possible the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The implanting surgeon has reported that the patient underwent a liver surgery with another surgeon, in which the wound dehisced postoperatively. The patient was taken to surgery to repair the wound and following that had developed a hernia. The patient was then implanted with a bard ventralight st mesh, at which time a drain was placed. The patient continued to have wound healing issues following this repair. One week post implant the drain was removed and a week later a hematoma developed. The patient was treated with antibiotics until he tested positive for mrsa and was then treated with jet irrigation with a wound vac. At this time, a 6 week course of IV antibiotics has been started and he continues with wound therapy. The mesh remains implanted in the patient. This MDR is filed to document the reported medical intervention.